Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the staples did not form correctly. The patient ended up with a colostomy. The sales representatives spoke with the surgeon who was involved in the case, she said this particular person should have had a colostomy anyway. The anvil was discarded, unable to return with this complaint.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, not returned; damaged anvil/anvil shroud, not returned; damaged guide face, no; damaged knife, no; damaged staple pockets, no; damaged trocar, no; missing parts, anvil; staples present/location, present and protruding and tissue present/describe, no. Functional tests & results: indicator response, good; returned staples-#/form, all present and unformed and safety release, good. Analysis conclusion: based on the info rec'd and the visual inspection, no conclusion could be reached as to what may have caused the reported incident. The instrument was rec'd with all the staples present and protruding. As all the staples were present in the instrument, it appears possible that the wrong instrument was returned with this inquiry. The anvil was not returned with the instrument. As the anvil was not returned with the instrument, further functional testing could not be performed. Therefore, the reported incidence of malformed staples could not be recreated. Mfg and engineering have been notified of the reported incident.